Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, no pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was loaded once and the loading was confirmed by visual, tactile and fluoroscopic inspection. During the initial attempt to deploy the valve, into a pre-existing non-medtronic (biocor epic) surgical valve, it was noted th at the valve was placed too high from the surgical valve. Upon recapturing the valve, the valve dislodged above the surgical base ring. The valve continued to be recaptured while pulling back towards the ascending aorta. Once the valve was fully recaptured, the dcs was re-advanced and a second deployment attempt was made. At eighty percent, an infold was noted and the three marker dots were reported to be in the center of the annulus. The decision was made to recapture the valve and remove the system. A new valve and dcs were used successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutfx-26, serial/lot #: (B)(6), ubd: 18-oct-2024, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.